Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). After accident, therapy coverage was never the same. Subsequent reprogramming attempts didn't resolve this issue. The ins was also impinging on patient's hip after the car accident as well. Today, the ins only was explanted. There is not current plan to replace the ins but the lead remains implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient was in a car accident some time in (B)(6). The manufacturer representative met with the patient on (B)(6) 2019 to check the ins. Since (B)(6), the patient felt intermittent shocking and jolting. It was reported that the shocking /jolting became constant within the past few weeks. The patient reported that they feel it all through their body and both when the stimulation is on and when it¿s off. The patient noted that they have been having many health issues including thyroid. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the impedances were normal when they were checked on (B)(6) 2019 and they were still normal when checked on (B)(6) 2019. The rep instructed the patient to turn off the stimulation and see if the shocking subsided. The rep met with the patient and determined that the patient had actually been turning the stimulation on when they meant to be turning it off. The shocking resolved once the ins was turned off. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported the shocking / jolting was extremely uncomfortable and unbearable. No further complications were reported.